Event description:
It was reported the pt had a history of severe mitral stenosis. The pt required emergency explant the same day, after being sent to the intensive care unit, due to a left ventricular rupture. The pt was reported to have a very small left ventricle which was believed to be the reason the lv ruptured. It is unk how much of the native mitral valve and subvalvular structures were excised during the implant procedure. Additional info has been requested. The pt is recovering.